Event description:
It was reported that saline solution was spilled on the device by accident. The device then showed an alarm indicating a malfunction with the blood pressure parameter, and later the display screen of the device went dark. There was no harm to the patient as a result.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned for evaluation. The reporter stated that failure occurred after saline solution was spilled onto the unit. Saline is both corrosive to metals and conducts electricity. Investigation found internal damage (corrosion) consistent with salt exposure on certain internal electrical connections. The corrosion damage compromised the electrical integrity of these connections and resulted in device malfunction. Inspection of the device found that the saline had apparently worked its way into the device through the front panel. The seal associated with the front panel was found partly damaged (split) and this condition likely made it easier for spilled liquid to enter the device. Device labeling (directions for use) specifies that the device meets the ipx4 test standard for water ingress (resistant to splashed water). The ipx4 rating does not indicate protection against other types of liquid ingress as saline solution . The device was repaired by replacing the affected internal components. After repair the device met all specifications and was returned to the user.